Manufacturer narrative:
(B)(4).

Event description:
Procedure: urogynecological. According to the reporter. The pt has suffered pain, disability, impairment, loss of enjoyment of life, inability to engage in chosen and necessary activities.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of stress urinary continence and prolapse. It was reported that after a procedure where this device was implanted, the patient suffered pain, disability, impairment, stage iii anterior vaginal vault prolapse, vaginal vault prolapse, failed previous anterior vaginal and paravaginal defect repair with mesh, loss of enjoyment of life, inability to engage in chosen and necessary activities. The device had been used with rm-1016 veritas collagen matrix l/n 5709428-167866. After the original procedure additional surgeries were performed, including additional surgery.